Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h143 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h143 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Cent chamber) at the start of the procedure and that blood was visible on the drive tube. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.